Manufacturer narrative:
Product complaint #: (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The distal tip was found frayed, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). A non-sterile 132cm embovac 71 aspiration catheter was received contained in the decontamination pouch. Upon receiving the device, the catheter was inspected, and the presence of hydrophilic coating was confirmed. The braided wire was found to be stretched at 125 cm through 134 cm from the distal end. Further inspection under microscopic magnification revealed that as a result of the stretching, the coating was observed to have a torn/frayed appearance. Then, the catheter was flushed to verify the existence of water leakage. The water began to leak from a hole which was a result of the severity of the stretched condition encountered. The device was confirmed to be within specifications for the outer diameter (od) of the non-damaged portions of the device. The customer complaint in relation to catheter stretching was confirmed based on the appearance of the returned device. The stretched appearance and subsequent rupture (observed as leakage) of the returned catheter seems to be a translation of the difficulty of withdrawing the device. According to the risk documentation, catheter damage is a potential issue that can occur during catheter removal due to anatomical tortuosity. With the limited information available, a conclusive cause cannot be determined, however, given the broad sequence of events, there is no indication that the issue reported in the complaint is related to a manufacturing issue. No issues were reported to have occurred during the first pass, therefore, clinical and procedural factors may have contributed to the issue encountered. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there is no evidence to suggest that the issue reported is related to a manufacture or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following precaution: exercise care in handling the embovac catheter to reduce the chance of accidental damage. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, during a thrombectomy procedure targeting an occlusion in the segment m2, the complaint device, a 132cm embovac 71 aspiration catheter (ic71132ca/30790679) was used together with an embotrap (product code/lot not provided). After the second pass, the distal marker of the complaint device did not move during its removal, and only the embotrap was removed. The physician thought this situation was strange therefore, the entire system was removed but the distal part of the complaint device was stretched. After that, the system was replaced with another system (cat6) (solitaire) and recanalization was obtained. There was no report of any negative impact to the patient. On 22-mar-2023, additional information was received, stating that the device was removed from the patient without the need for additional intervention. It was not necessary to remove the concomitant devices with the complaint device. It was reported that no fragments remained in the patient, no follow-up interventions are required. The device was inspected for damage prior to use. The device was prepped as per instructions for use (IFU). There had not been any packaging issues, the labeling was correct, and the inner pouch was securely sealed. There was no evidence of contamination. An adequate and continuous flush had been maintained through the devices. The concomitant devices functioned as expected. Based on the product analysis of the device received, the distal tip was noted to be frayed.